Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, anxiety-product/procedure.

Event description:
Patient reported right side capsular contracture unknown baker grade and exchange from textured implants due to concern with the product. Patient also reported having "multiple health problems". This event is not device related. Device remains implanted.